Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1, and g4 were updated. A general reagent problem can be excluded because calibration and qc were acceptable. The field service engineer changed the sample pipette and performed wash adjustments. No further issues were reported after the service visit. Based on the service visit, the root cause was consistent with a component failure (related to the instrument/sample pipette and wash adjustments).

Manufacturer narrative:
The c501 module serial number was (B)(6). Calibration was acceptable. Qc was within the assigned ranges on the day of the event. The alarm trace showed multiple abnormal sample aspiration alarms. The investigation is ongoing.

Event description:
We received an allegation about discrepant hba1c results from 1 patient sample tested on a cobas 6000 c501 module. Initial result: 13.78 %. The customer noticed that the initial result did not match the patient's medical history. No questionable result was reported outside the laboratory and the sample was repeated. Repeat result: 6.12 %. The repeat result was considered correct.